Event description:
Patient was revised due to dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Update 31 jul 2017: litigation received. Litigation alleges, patient was revised due to defective metal on metal implant. Added complainant information. This complaint was updated on: aug 08, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Update (B)(6) 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges pain. After review of medical records for the MDR reportability, patient was revised to address recurrent dislocation and poly wear. Revision notes reported a large hematoma, and a gross ligamentous laxity which was the reason for her dislocation. This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges constrained liner.